Event description:
Customer reported experiencing temperature alarms. Customer¿s blood glucose level was not adversely impacted; it did not exceed 500 mg/dl. Technical support arranged for a pump replacement, and a replacement pump with serial number (B)(6) was provided to the customer, ensuring continuity in insulin delivery.